Manufacturer narrative:
Additional information has been provided in a.1., b.2., b.3., b.5., d.5., d.9., d.10., e.4., h.3., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating there was no patient contact and no patient impact was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, they noticed that the lens stuck in delivery system or would not advance on injector. Additional information has been requested.